Event description:
It was reported that bd alaris smartsite extension set separated the following information was received by the initial reporter with the verbatim: while attempting to add a 0.2 micron filter to a primary line, the tubing disconnected at the hub (see attached photo). There was very minimal pulling occurring at the time of attachment and only saline had been running through the line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported tubing disconnected at the hub and returned one sample of material 20027e lot 23069305. The set was visually examined for defects and abnormalities, and the separation issue was verified. The set was examined under a microscope and insufficient solvent was found on the tubing/ss inlet connection. The manufacturing plant found the root cause for the separation at the smart site to be related to insufficient solvent, from an issue with the insertion into solvent dispenser. On 25sep2024 a quality alert was generated to communicate and reinforce the correct solvent application methods. Device history record review for model 20027e lot number 23069305 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.